Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Date of event: unknown, information not provided. Expiration date: unknown, as the lot number was not provided. Lot number: unknown, information not provided. UDI number: unknown, as the lot number was not provided. If implanted, give date: not applicable, healon is not an implanted device. If explanted, give date: not applicable, healon is not an implanted device. Device manufacture date: unknown, as the lot number was not provided. (B)(4). Device evaluation: the complaint sample was not returned to the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the lot number is unknown. A search of complaints related to lot number cannot be performed since the lot number is unknown. Conclusion: no sample was returned and lot number is unknown an investigation could not be performed, and no malfunction is confirmed. No escalation is required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Chay, e., dastgir, g., scott, w., and lazzaro, d. (2018) descemet's membrane dehiscence resulting from misdirected viscoelastic during anterior chamber reformation. Eye & contact lens, 44(5), p. S355¿s357.

Event description:
The following article was received based on a literature review: descemet's membrane dehiscence resulting from misdirected viscoelastic during anterior chamber reformation. The publication reports one eye developed descemet's detachment after inadvertent intrastromal injection of healon gv. The patient suffered loss of vision. A second surgery was performed to evacuate the healon. Patient had resolution of symptoms thereafter. A copy of the article is provided with this report.